Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed. No additional details about the issue were provided. There was no known impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that the site is using stryker computed tomography (CT) protocols for their images, resulting in the reported issue.

Manufacturer narrative:
Device evaluation: a medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced.